Event description:
Potential for injury associated with the casters on a pronto m91 power wheelchair not touching the ground. This event could cause instability of the product and the potential for a falling injury.